Event description:
It was reported that this right ventricular (rv) lead had unstable threshold and loss of capture (loc) due to lead dislodgement. Also, patient experienced dyspnea. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had unstable threshold and loss of capture (loc) due to lead dislodgement. Also, patient experienced dyspnea. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at approximately 260 millimeters (mm) from the terminal end. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage.